Event description:
Litigation papers allege the patient has experienced persistent pain and discomfort in his hip, which pain has continued until the present day, affecting his ability to walk, and causing potential unnecessary and additional surgeries and other injuries presently undiagnosed. Update: (B)(6) 2011 - medical records received. Part/lot numbers identified and complaint updated.

Manufacturer narrative:
The report states: litigation papers allege the patient has experienced persistent pain and discomfort in his hip, which pain has continued until the present day, affecting his ability to walk, and causing potential unnecessary and additional surgeries and other injuries presently undiagnosed. (B)(4). The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened

Manufacturer narrative:
The report states: litigation papers allege the patient has experienced persistent pain and discomfort in his hip, which pain has continued until the present day, affecting his ability to walk, and causing potential unnecessary and additional surgeries and other injuries presently undiagnosed. Doi: (B)(6) 2008 - no reported revision. Update: (B)(6) 2011 - medical records received. Part/lot numbers identified and complaint updated. Doi: (B)(6) 2008 (right hip). The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation papers allege the patient has experienced persistent pain and discomfort in his hip, which pain has continued until the present day, affecting his ability to walk, and causing potential unnecessary and additional surgeries and other injuries presently undiagnosed. Update: (B)(4) 2011 - medical records received. Part/lot numbers identified and complaint updated. Update: (B)(4) 2011 - plaintiff's preliminary disclosure form was received, which identified correct side and date of revision. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. Update: (B)(4) 2012 - an authorization to provide explants form as well as the declaration for shipping form have been received. These forms indicate that patient was revised on (B)(6) 2012. There is no new information that would change the outcome of this investigation.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
Corrected: event/problem description, explant date. Depuy still considers this investigation closed.

Manufacturer narrative:
Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation papers allege the patient has experienced persistent pain and discomfort in his hip, which pain has continued until the present day, affecting his ability to walk, and causing potential unnecessary and additional surgeries and other injuries presently undiagnosed. Update: (B)(6) 2011 - medical records received. Part/lot numbers identified and complaint updated. Update: (B)(6) 2011 - plaintiff's preliminary disclosure form was received, which identified correct side and date of revision. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Manufacturer narrative:
Corrected: lot #. Depuy still considers this investigation closed.